Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 concentration. The ventilator was investigated on site by our field service engineer. According to service report the unit failed internal leakage test, pressure transducer test, safety valve test, o2 sensor test and flow transducer test during the pre-use check. Further investigation revealed that the nozzle of the o2 gas module was defective. Issue resolved by replacing the defective nozzle unit. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module.

Event description:
Manufacturer's ref. #: (B)(4).